Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/01/2020. H3 evaluation: a failed suture needle for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the surfaces was examined for this evaluation. The needle remained intact and only one piece was received for analysis. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2020 and the suture was used. During surgery, the needle was broken at the swage part during use. There were no adverse consequences to the patient.